Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On approximately (B)(6) 2014, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. Two days afterwards, the patient experienced the symptoms of nausea, headache and being ¿staggery¿. The patient¿s blood glucose level was tested using another meter and a result of ¿lo mg/dl¿ was obtained. The patient was treated with food and/or drink; she did not seek any medical attention. Troubleshooting revealed this was not a new meter and there had been no misuse of the product. It was also determined the patient had not replaced the meter¿s battery as recommended by the manufacturer. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient¿s technique was incorrect by not replacing the meter¿s battery. However, as the patient allegedly suffered symptoms and blood glucose levels indicative of severe hypoglycemia after the meter power issue occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial number: (B)(4).